Manufacturer narrative:
Follow-up #1: date of submission 10/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2015 with the following findings: the pump history showed that the pump was manually suspended on 09/07/2015 at 20:19; deliveries never resumed. The pump was also manually suspended at 16:01; deliveries resumed at 17:52. On 09/06/2015 13:46, the pump was also manually suspended; deliveries resumed at 14:01. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 488 mg/dl with polyuria associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump&#38112;history. The patient&#38112;blood glucose readings do not meet animas's criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.